Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose over 500mg/dl. The mother stated that the customer was unresponsive and vomiting. The customer mentioned that her mio infusion sets do not seem to be working for her, and they advised to change over to the sure-t infusion set. Troubleshooting was performed, and the high pressure test passed. No further information was provided.